Manufacturer narrative:
The lot number was not provided so a device history record could not be performed and the graft was not returned therefore the root cause could not be identified. Several attempts were made to obtain additional information regarding the complaint and the complainant provided no additional details except that no further surgery was needed following the event and the graft still remains implanted in the patient. All graft lots undergo inspection and testing prior to release per internal quality procedures. The inspection and testing includes the following: longitudinal tensile strength, radial tensile strength, water entry pressure, suture retention, 100% visual and tactile inspection. All testing requirements are reviewed and verified prior to releasing the graft lots. Peri-graft seroma is defined as a sterile collection of fluid confined within a non-secretory fibrous pseudo-membrane surrounding a vascular graft. The instructions for use advise to properly size the tunneler instruments to prevent peri-graft seroma formation. It also warns against applying excessive tension to the anastomosis. The instructions for use list weeping/seroma as an adverse reaction.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR reports: 1219977-2016-00107, 1219977-2016-00108, 1219977-2016-00109 and 1219977-2016-00110.

Event description:
Report received indicates post-operative day 3 the patient had seroma/weeping occur.